Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was pushed into a river while wearing the pump. Upon getting out of the water, the customer stated the pump had shut off and was unresponsive. The pump was connected to a power source however was unable to be turned on. The customer¿s blood glucose (bg) level was 250 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.